Manufacturer narrative:
Date of event: (B)(6) 2020, date of this report: 25sep2020.

Event description:
The customer is reporting the v60 will not turn on or off using the power switch. There was no patient involvement or harm.

Manufacturer narrative:
G4: 12nov2020. B4: 18nov2020. The customer reported to have replaced the user interface (ui) printed circuit board (pcb) in an attempt to troubleshoot the device, however, the problem persisted. The customer also reported the occurrence of the error code related to backup alarm failure and decided to send the unit for bench repair. The service technician at the bench evaluated the unit and confirmed the reported problem of being unable to turn the unit on or off. The service technician also identified that the navigation ring was not functional. Both issues were confirmed to be related to a malfunction of the front bezel, which contains both the power button and the navigation ring. The service technician did not report any findings in regards to the reported backup alarm failure. No service was performed in relation to this allegation. The service technician replaced the front bezel to address both the power-on and navigation ring issues. The unit successfully passed performance assurance testing after service was completed and was returned to the customer in full working condition. Based on the information provided and the results of the service performed, the customer's alleged malfunction of being unable to turn the unit on or off was confirmed. The device was not being used for treatment when the reported event occurred. The customer could not provide additional event context; therefore, it could not be determined. The defective parts have not been received for internal failure analysis; therefore, the root cause at the component level cannot be determined at this time. If the defective parts are received, this complaint will be re-opened and a root cause analysis will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23apr2021. B4: 04may2021. The replaced front bezel assembly was received for internal failure analysis. Visual inspection of the assembly revealed no evidence of damage or contamination. The returned front bezel assembly was tested and no functional failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.